Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced intermittent audio output and a hypoglycemic event. Patient's wife reported that the receiver alarm did not sound. The patient experienced a hypoglycemic event and patient's wife call an ambulance. Patient's wife reported that the emergency medical technicians (emts) gave the patient glucose injections. Patient was not hospitalized. Additionally, patient's wife tested the receiver's alerts and alerts were functional. At the time of contact patient was reported to be recovering. No additional patient or event information was provided. The complaint device was returned for evaluation. An external visual inspection was performed and the usb connector was found dirty and contaminated. Functional testing was attempted but could not be performed because the receiver failed to go into the testing mode. A "try it" manual test was performed and the audio was scratchy and intermittent. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of alarm did not sound was confirmed. A root cause could not be determined.